Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and perform continuity resistance test. Sensor failed per specifications.

Event description:
The customer reported via phone call that they experienced change sensor alarm and calibration not accepted. The customer's blood glucose value was 139 mg/dl while sensor reading was 63 mg/dl. The customer stated that the lines on the graph were broken and it gave her inaccurate readings. The product was returned for analysis.